Event description:
It was reported that when the surgeon was implanting the preloaded intraocular lens (iol) there was a thin line visible in the transition from leg to lens. The line did not seem to be on the iol but more in the lens. Account indicated that more than enough healon viscoelastic material was used during folding of the iol. No patient injury was reported. The iol remains implanted. The patient is reported as fully recovered. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. First/given name: unknown/not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.